Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 178-179 mg/dl.

Manufacturer narrative:
Device not returned.